Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported insulin leaking at the p-cap and reservoir connection. The customer stated that her blood glucose went up to 379mg/dl and has been treated with the insulin pump. No further information was provided.